Manufacturer narrative:
(B)(4). Additional information was received and this event no longer meets the requirements for reportability. Please disregard the previous report.

Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that, during set-up, a ventilator's pump failed to pass the system leak test. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.